Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during initial testing. However, the reported problem could not be duplicated. The control board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during initial testing. However, the reported problem could not be duplicated. The control board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) during a transport, the device failed to pace at the selected setting. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.